Event description:
A nurse put on a pair of shoe covers at approx 6:30 am as she routinely does when arriving at work. She did not notice any problems or defects with the shoe covers. While walking into the surgical suite, at approx 10:00am, she slipped and fell breaking her left radius (wrist). Her forearm was placed in a cast and she returned to work.